Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed in one of the photos. However, due to the photo quality it cannot be determined where the leak originated. Additionally, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device. All the samples passed testing as there was no evidence of damage to the tubing or leakage during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage and unconfirmed for the failure mode of hole in the tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the blood collection needle causing leakage. No patient impact or injury reported.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the blood collection needle causing leakage. No patient impact or injury reported.